Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Factory service identified a preamp reference failure error code in the device log. No pt involvement.